Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 02276. Not returned to manufacturer.

Event description:
It has been reported that patient was revised due to dislocation fifteen (15) days post initial surgery. The patient has subsequently dislocated during a physiotherapy appointment during a pendulum swing exercise. Attempts have been made and no further information has been provided. No additional patient consequences were reported.